Event description:
Reporting status: serious injury/required intervention/permanent damage. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2007, the pt underwent stenting of the mid lad (pre-dilated) with a xience v stent. At about 4 months later, the pt underwent coronary artery bypass (CABG) surgery due to <50% stenosis to a significant lesion just proximal to the lad stent. Additionally, during the CABG, the pt underwent revascularization to the lima, mitral valve repair and surgical myectomy. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Stenosis is a known possible adverse event of coronary stenting, and is listed in the instructions for use. Additionally, the coronary artery bypass surgery was performed as treatment for the stenosis, and is addressed in the risk assessment. In this case, there was no note of any difficulties experienced during the original procedure which could have contributed to the stenosis, and there was no damage reported to the sds. Though a cause for the stenosis and the relationship to the xience v stent cannot be determined, there are no indications of any product deficiencies,which could have contributed to the outcome of the procedure.